Manufacturer narrative:
The cause of the issue was not determined due to insufficient clinical details. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was reported the patient was on impella cp for hemodynamic support. While on support thrombocytopenia was noted and the patient was escalated to the impella 5.5 device.